Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device history record review was completed for part # 03.804.517s, lot # 16g15-1. Manufacturing location: (B)(4), supplier: (B)(4). Manufacturing date: jul 25, 2016. Expiry date: jul 15, 2021. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a tlif (transforaminal lumbar interbody fusion) procedure. During the procedure, a 10 gauge biopsy needle from the access kit - 10 gauge/diamond tip - broke while being used to prep the pedicle at the first level for a k-wire. The instrument was removed, and the broken fragment was retrieved. A second access kit - 10 gauge/diamond tip - was opened to prep the pedicle at the second level for the k-wire, and a second 10 gauge biopsy needle broke. The fragments were retrieved, and the surgeon indicated that due to the patient's hard bone, the pedicle instrumentation portion of the procedure would be aborted and the t-pal spacer would be implanted as intended. The procedure was delayed by 40 minutes due to the breakage of the access kit instruments. As the t-pal spacer was being implanted, it was reported that the ball tip of spacer application handle inner shaft broke off from the t-pal spacer application handle. The ball tip fragment was retrieved. The t-pal spacer was then successfully implanted using another spacer application handle, and the procedure was completed without any further surgical delay, and no reported patient harm. The patient was reportedly stable following the surgery. Concomitant parts reported: t-pal spacer applicator handle (part # 03.812.001; lot # 8797949; quantity 1); t-pal spacer- 14mm (unknown part #; unknown lot #; quantity 1); unknown k-wire (unknown part #, unknown lot #, quantity 2). This report is for one (1) access kit. This is report 2 of 3 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Customer quality unit received a maude report forwarded from department of human services; this report is against user facility#(B)(4). Only additional and/or corrected information will be contained in this report.